Manufacturer narrative:
Product complaint # (B)(4). Additional information requested but not yet available: lot number mck266 corresponds to another product code pdp9967t, not to product code w9967t which was initially reported. Please provide the correct product code and lot number.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/05/2019. The following additional information was received: confirmed should be product code: pdp9967t lot number mck266.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mck266 number, and no non-conformances were identified. Suture needle returned for evaluation identified as product code pdp9967t. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when did this occur: during use on a patient. Any delay: minimal, time taken to open a like suture. Incident: while suturing fascia, needle broke towards the swage end of needle. All pieces located and new suture opened and closure completed without problem. Patient outcome: no problems.

Event description:
It was reported that a patient underwent a laparotomy procedure on (B)(6) 2018 and suture was used. During the procedure, the needle broke. No adverse patient consequences were reported. Additional information was requested.